Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plantiff scheduled to have removal surgery in ((B)(6) 2020). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: case was upgraded to serious incident. Pfs received event injury was updated to medical device removal. Patient demographics was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('protruding into the endometrial cavity on the posterior aspect is a') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding, pelvic pain and cervix inflammation. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed/hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: no. Of coils : left ostia visualized and canualized with essure coil. Coil placed and released without difficulty. 1 coil visible. The same procedure was performed on the right side. 4 coils noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('protruding into the endometrial cavity on the posterior aspect is a') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding, pelvic pain and cervix inflammation. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed/hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: no. Of coils : left ostia visualized and canualized with essure coil. Coil placed and released without difficulty. 1 coil visible. The same procedure was performed on the right side. 4 coils noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: mr received. Reporter information, patients details, other relevant history, concomitant drug, auto-narrative supplement added. Event : " medical device removal" updated to "device dislocation" and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.